Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 6 unopened pouches and 1 piece of suture. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received one open sample with the needle detached from the thread. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventative actions: OEM has opened an improvement project in order to avoid this kind of incidents in the future.